Event description:
The customer reported a fluid leak of a mixture of blood and diluent at pinch valve vl46a from the coulter lh 780 hematology analyzer. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
While fse was onsite the customer stated the error started to happen after she replaced tubing at vl46a due to a leak. The green stripe tubing connected to the upper sheath coil had fallen off, and the customer replaced it resolving the leak. (B)(4).